Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and noted there was a gradual rise in the shock impedance measurements over the previous months. Ts suggested the health care professional (hcp) to consider adjusting the shock impedance out of range limit to 150 ohms. No adverse patient effects were reported. This rv lead remains in service.